Event description:
It was reported that the user dropped the ilet, causing damage to the luer connector and preventing the removal of the cartridge, and the user transitioned to multiple daily injections while awaiting a replacement. Symptoms included hyperglycemia with blood glucose above 200 mg/dl for a few hours without ketone testing, medical intervention, or assistance. Outcomes included temporary interruption of pump therapy and user inconvenience without hospitalization or long-term injury. Investigation included customer service triage, troubleshooting, and education with field team follow-up, as well as return logistics for device evaluation. Investigation of the returned device revealed a damaged luer connector consistent with physical impact that resulted in an inability to remove the cartridge and loss of normal pump function.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.